Manufacturer narrative:
Summary of event: as reported via a medwatch user facility report, the wire included in a micropuncture transitionless stiffened cannula access set separated during a thoracentesis. The separated fragment was unable to be retrieved from the pleural space. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook could not complete a review of the device history record (DHR) due to lack of lot number information from the user facility. A global shipment search on the user facility and complaint device was performed but could not definitively determine the lot number of the complaint device. At this time, cook could not conclude that nonconforming product from the affected lot exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was sent.

Event description:
As reported via a medwatch user facility report, the wire included in a micropuncture transitionless stiffened cannula access set separated during a thoracentesis. The separated fragment was unable to be retrieved from the pleural space. Additional information has been requested.

Manufacturer narrative:
It is unknown if the device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.